Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of the unspecified access set was disconnected at the hub. The reporter further stated "the tubing disconnected from itself". This issue was noted during priming. There was no patient involvement. No additional information is available.